Manufacturer narrative:
(B)(4). Device passed selftest and displacement test. Pump error alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer did not receive request to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.